Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display. Unable to perform the displacement test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronics during visual inspection. Swapping out test boards confirms blank display is due to moisture damage electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails. In conclusion, customer alleged pump having cracked case corner of belt clip rails was confirmed. The insulin pump received blank display due to moisture damage on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. Customer stated that there was crack on the battery compartment. No further patient complications were reported. Troubleshooting was not performed, the customer will discontinue the use of device.

Event description:
Customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2022 for diabetic ketoacidosis and hyperglycemia. Customer's blood glucose level was 750 mg/dl at the time of incident and the current blood glucose level was 189 mg/dl. Customer declined trouble shooting for high blood glucose event. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin drip. Customer experienced symptoms such as pain, cramps, difficulty in breathing, vomiting, tired and weakness. Customer stated insulin flow blocked alarm and crack on insulin pump. Their was no physical damage to retainer ring. The insulin pump was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5.